Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out due to normal eri externalized conductors were observed under fluoroscopy. No electrical anomalies were detected. The lead was capped and replaced.